Event description:
On (B)(6), 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurate readings with the control solution; no specific data was provided. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.